Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3 and 5 were jammed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) found an intermittent issue with the lid not opening on the first attempt on some cubies. The fse popped out all cubies using the hardware test application (hta) to clean underneath for obstructions and reseated all cable connections behind the rear panel. The customer verified the issue was resolved. The fse recommended ordering new cubies for future reference, and the customer agreed. The system functioned as intended after the field service engineer repaired the device.